Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung wedge, on the lung tissue, the stapler was able to fire, there was poor staple formation and the staple line was incomplete distally. They sutured to fix the staple line. They changed to another one to complete the case.